Event description:
It was reported leaking fluid leakage 5 cm. Fluid loss and pain during catheter management. No other information was provided. Additional information was received for this event as part of a focus survey. The following additional detail was provided: total catheter length unknown. Inserted to basilic vein, exit marking 0cm, secured with statlock. Used for oncology treatment. No occlusion interventions. Leakage identified by patient symptoms (pain, swelling) and visible hole/fracture outside the patient (at exit site or on external part of PICC) at the 5cm marking. No xray imaging is available. Catheter site cleaned with chloraprep (chp 3ml). No additional comments.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported leaking fluid leakage 5 cm. Fluid loss and pain during catheter management. No other information was provided.